Event description:
On (B)(6) 2010, solta medical became aware of an adverse event occurring from a treatment on (B)(6) 2010. Pt was being treated with thermage cpt in the chest region at levels of 4-6 and developed burns and blistering in area. Photographs were rec'd on (B)(6)2010 showing small areas of scarring. Solta employee who originally was documenting case left solta without instructions to f/u or reassignment of case. Case reviewed on (B)(6) 2010 and discovered reportability.

Manufacturer narrative:
No equipment was returned for investigation so no definite causal effect of device malfunction can be attributed to pt's adverse reaction.